Manufacturer narrative:
Device history record review: a device history review was performed and no non-conformances were detected related to the reported condition. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the housing of the compact air drive device was damaged. It was further determined that the motor power too low, the reverse locking mechanism was blocked, the locking pin was jammed and could not be removed, the motor was too weak, and the reverse trigger was blocked. It was further determined that the device failed pretest for check the power with test bench: min. 110 to 160 watts and check triggers for forward/reverse mode. It was noted in the service order that the reverse option in the drill was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.